Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The system error was cleared using ap vision software during the device evaluation performed at zoll and upon clearing the system error, the device functioned as intended with no issues. During the visual inspection, no physical damage was observed on the autopulse platform. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, fault code 16 (timeout moving to take-up position) error message was observed in the archive around the reported event date. In addition, unrelated to the reported complaint, a fault code 26 (decompression target not reached) was noted in the archive. The fault codes were cleared by the user and were not reproduced during the functional testing. The fault code 16 is an indication that there is an obstruction between the lifeband and the patient or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The fault code 26 occurs when the driveshaft does not reach the targeted decompression position. However, no such malfunction was observed during the testing. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The ap vision 3 software was used to clear the system error message. The drive train motor brake gap was inspected and verified to be within the specification. Upon further testing, unrelated to the reported complaint, the autopulse platform failed the load cell characterization test due to a failed load cell. The failed load cell was likely attributed to mishandling such as a drop or a defective component. The load cell needs to be replaced to address the issue. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number 24393.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The platform (sn (B)(6) was returned for further evaluation at zoll san jose service depot. During testing of the platform, the reported "system error, out of service, revert to manual CPR" error message could not be duplicated because the system error was cleared by the medtech azm service technician before shipping the platform to zoll san jose. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification (too wide) and was not adjustable, likely attributed to the defective component. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.011", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly needs to be replaced to remedy the ua139 error. The platform was not repaired and will be scrapped. A replacement loaner platform will be shipped to medtech azm. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6).